Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the bottom of insulin pump randomly shuts off. The customer¿s blood glucose level was 65 mg/dl at the time of the incident. The customer also reported that they did not receive medical attention or emergency treatment. The customer was reported that the insulin pump had unexpected restart. The customer was assisted with troubleshooting for unexpected restart. The customer reported that they able to clear and rewind the insulin pump. The customer was advised to replace and may continue to wear the insulin pump until replacement arrives. The insulin pump will not be returned for analysis.